Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio2 inr results when performing a precision comparison. Results are as follows: date: (B)(6) 2014, inratio2 inr: 1.3 and 2.1, therapeutic range: 2.0-3.0. The exact time between testing was approximately five (5) minutes. There was no reported adverse pt sequela. There was no additional info provided.